Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2022 and suture was used. During the procedure, the needle was detached from the suture during continuous suturing on the peritoneum. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: qty of product involved: 2, 1. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.